Manufacturer narrative:
A review of the DHR has been performed and the lot is within specifications. Further investigation will be conducted once the device is returned.

Event description:
The clinician reported via a distributor that during delivery the shaft of an opn nc balloon catheter "snapped in half" while advancing into the patient through the guiding catheter. There was no reported impact to the patient and the patient was discharged home.

Manufacturer narrative:
The device involved in this event was not returned for investigation. As previously stated, we have completed a comprehensive review of the device history records for the batch, confirming that the product was within specification at the time of release. In addition, a review of product labelling, including instructions for use, was performed to determine if the complaint resulted from inadequacies in the product labelling or a failure by the user to adhere to the labelling, but no such cause could be confirmed during this review. No further technical investigation was conducted, as the distributor has confirmed that the product was unavailable for return and no pictures are available. Through the distributor, the customer reported that the shaft snapped when advancing through the guide catheter, however the entire device was retrieved and no pieces from the broken shaft were left in the patient. It has been confirmed that the breakage occurred during the initial insertion when the device was inside the guide catheter. The user also stated that it is unknown if the catheter was caught in the stent. With the information provided it is not possible to determine what caused the breakage of the shaft during the initial insertion. A breakage of the shaft could occur only when high forces are applied, and these higher forces usually occur during the retraction of the catheter. Without the product and with the available information it cannot be determined what caused the reported event.